Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump had alarmed for no delivery. The blood glucose reading was 482 mg/dl. The infusion set was changed and the customer was treated with a bolus twice. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.